Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient had pain at the ipg site as the wound did not heal properly and was open. To address the issue patient underwent pocket site revision on (B)(6) 2019 where the physician swabbed the original pocket for infection. Patient has confirmed (B)(6) from intra operative swab. Patient was treated with 6 weeks course of oral antibiotics. Postoperatively, the patient is reportedly receiving effective therapy.